Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed an error (error code 1821) was recorded. The customer reported issue was confirmed. The root cause of the event was an anomaly in the component (the gear motor and the motor revolution detection sensor). The root cause of the fact that the test results (measured values) fell within the product specifications was an anomaly in the component (the downstream occlusion sensor). The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump had an error occurred during patient use at patient¿s home". During device evaluation it was found that there was anomaly in the component (the gear motor and the motor revolution detection sensor) and downstream occlusion sensor.